Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the root cause was identified as an elevated impedance of approximately 11 ko, which exceeds the system¿s regulatory capacity under the current stimulation parameters. The oor message appeared intermittently during programming and re-emerged several weeks later, suggesting a dynamic relationship between impedance and battery status. Despite the oor notification, there is no clear evidence of therapeutic loss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient recently underwent an implantable neurostimulator (ins) change to the percept rc. They were difficult because they allowed little change to their stimulation parameters and performing complex stimulation in interleaving mode with additional bipolar stimulation. They mentioned there is slightly elevated impedance values at 11k ohms for bipolar stimulation. They were also getting the out of regulation (oor) message so the physician had questions regarding their stimulation.